Manufacturer narrative:
Examination was not possible, as the product or samples were not returned. The investigation was limited to the information provided, as the lot number required to review the device history records or test the retained samples is not a valid lot number. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt reports that he was revised due to pain. Pt states that, the "glue did not hold."